Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
A neuro balloon catheter was involved in an incident and was described as follows; the balloon did not inflate initially, but after several attempts, it did inflate outside the patient. Then the surgeon inserted it into the pt and again it would not inflate. The product was discarded and another balloon catheter was used without incident. The patient did not incur any injury as a result of this event. The event did lead to an increase in surgery by 5 minutes. Additional clinical info has been requested.